Manufacturer narrative:
This report is for eight (8) unknown 3.5mm locking screws . Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had original surgery on (B)(6) 2016 due to a left humeral fracture. During the original surgery the patient was implanted with a one (1) proximal humerus locking plate and eleven (11) 3.5mm locking screws. Post operatively patient presented with pain. Revision surgery was performed on (B)(6) 2016. Surgeon removed eight (8) 3.5mm locking screws due to the screws were hitting a nerve. Surgeon left three (3) locking screws and the plate in place. Patient was revised to seven (7) new cannulated locking screws. Surgeon also performed a arthroplasty during the revision. Surgery was completed successfully and the patient is reported in stable condition. Concomitant devices reported: proximal humorous locking plate:(part number unknown, lot number unknown, quantity 1), 3.5mm locking screws: (item number is unknown, lot number is unknown, quantity 3). This report is for eight (8) unknown 3.5mm locking screws. This is report 1 of 1 for (B)(4).